Manufacturer narrative:
(B)(4). Report source, foreign: united kingdom. Kendrick, b. (2023). Post-market clinical follow-up study to provide safety, performance and clinical benefits data of the arcos modular revision femoral porous coated stem (implants and instrumentation) ¿ a retrospective and prospective consecutive series study [review of post-market clinical follow-up study to provide safety, performance and clinical benefits data of the arcos modular revision femoral porous coated stem (implants and instrumentation) ¿ a retrospective and prospective consecutive series study]. Mdrg2017-89ms-95h(revision 0.2). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
In a 2023 study from UK collecting long-term data confirming safety, performance, and clinical benefits of arcos modular revision stems used for total hip arthroplasty, it was reported that subsidence of the stem was seen in two patients; of which, one also had an additional periprosthetic fracture and a degenerative knee. The patient was treated with a total femoral replacement.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: h6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: device location is unknown.